Event description:
Pt admitted to hosp appears on active pt list of the doctor twice. The doctor has a long list. One of the times this pt appears, first, is from an old admission at another hosp on the emr system. The current admission is reflected with the pt name at the bottom of the list. When entering orders for the pt on the current admission, the orders were entered for the listing that appeared first on the list. Many orders for tests, procedures, and medications were kept on that section of the emr and did not go to the "active" admission and were not carried out. Medications and tests were not given and delayed putting the pt at risk.